Event description:
It was reported that on follow up visit to the surgeon's office, the patient reported lack of restriction occurring a couple of days after the adjustment. Patient also reported weight increase despite being compliant with his diet and follow up. The surgeon noted that decreased fluid was aspirated compared to fill amounts injected during the previous visit. The surgeon examined the port and removed a 3 inch section of tubing at the port/tubing junction to determine if the fluid leak was coming from this area. The patient continued to present with similar symptoms. Fluoroscopy was conducted and it was confirmed that there was a small leak at the junction of the balloon and tubing. The operative plan is to explant the device in the coming months. Date not yet scheduled. The patient is currently fine.

Manufacturer narrative:
(B)(4). Punctured. Visual evaluation of the returned device was performed on the balloon and catheter junction, and no discrepancies were observed. A leak test was performed on the catheter and band/balloon with an unsuccessful result, a leak was observed on the catheter, this leak was observed at 30.8 cm from the catheter connection. Upon microscopic evaluation it was noted that puncture on the catheter was probably performed by a sharp instrument (e.g huber needle). Puncture on catheter was 0.35mm in length. A possible cause of the observed puncture is the catheter may have been inadvertently punctured during band adjustment. It was noted in the instructions for use that damage to tubing during band adjustments may occur if the huber needles are introduced without identification of port placement via palpation or fluoroscopy. A device history (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. All devices are 100% leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.